Event description:
It was reported that the patient was left ventricular (lv) only pacing due to elevated right ventricular output, right ventricular output is subthreshold. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).